Event description:
Error code "2" replaced d1,c16, and c17 replaced diaphragm re-adjust output power functions to spec repair number 98136 1216677-2022-00105 leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
Error code "2". Replaced d1,c16, and c17. Replaced diaphragm. Re-adjust output power. Functions to spec. Repair number (B)(4). 1216677-2022-00105 leep system 1000 esu gen 52969 e-complaint (B)(4).

Manufacturer narrative:
Investigation. X-inspect returned samples. Analysis and findings: complaint(B)(4). Distribution history: this complaint unit was manufactured at csi on 07/07/2011 under wo #(B)(4) and shipped on 08/09/2011. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98136, this unit was at csi on 03/28/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Was the complaint confirmed? Yes. Root cause: service and repair confirmed the 'error 2', which is directly related with capacitor and fuse damage. After replacing fuse 1, capacitor 16 and 17 were also replaced. The capacitors had been updated by alsa. Service and repair will replace the capacitors if the previous versions are found on a unit. As a standard approach to verify the unit functions properly the power output was checked. This unit required an adjustment to the power output. The root cause for this complaint condition is not readily available. The potential root cause is normal wear and tear over time. No further action is required at this time. Correction and/or corrective action. The unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.